Event description:
Initial reporter indicated that the patient would be scheduled for revision surgery as they felt the patient had a "lead discontinuity". X-ray review at manufacture revealed that it looked like the connector pin was not fully inserted into the header of the patient's generator. A pin not being fully inserted can cause high lead impedance. No gross lead discontinuities noted. The patient underwent revision surgery bt at this time, it is not known what was done or discovered in the or. Good faith attempts are being made for additional information that have been unsuccessful.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed that the connector pin did not look to be fully inserted into the header of the generator. No gross lead fractures visualized. The pin not being fully inserted into the header of the generator is the suspected cause at this time of the reported high lead impedance.